Manufacturer narrative:
Manufacturer ref# (B)(4). E2402 - appropriate term / code not available for endoleak. Summary of investigational findings: a 74 year - old male patient with aneurysm in thoracic aorta received a zta-pt-42-38-225 on (B)(6) 2016 without difficulty. The procedural angiogram showed no indication of endoleaks or collapse of device, so the patient was discharged on the (B)(6) 2016. The follow up CT showed no abnormalities until 3 years after procedure where a type ib (distal) and type ii endoleak was seen. The patient underwent thoracic endovascular repair to treat the reported type 1b endoleak on (B)(6) 2019.the 3-year follow-up CT was provided and reviewed by an imaging expert. Per the findings of the imaging review distal zta graft does not appear to have any circumferential graft wall apposition. The distal graft diameter is fully expanded to 38 mm while the aortic diameter at the distal graft edge measures 48 mm. Despite this, there is no evidence of an endoleak around the distal graft. There is no endoleak identified in the taa sac. The cause of loss of distal graft wall apposition cannot be determined without previous imaging to determine if there was prior adequate seal of the distal graft. Review of the device history record gave no indication of the device being produced out of specification. Based on reported information and imaging review it has not been possible to establish the cause of the loss of distal apposition. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 31jan2020. The site has updated the information with a secondary intervention to treat the distal type 1 endoleak. The endoleak was treated in an endovascular procedure. An additional thoracic aortic stent graft, a distal extension was implanted. Date of secondary intervention was (B)(6) 2019 (1294 days post-procedure).

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). H6) ec method code: 4111 - communication/interviews. After investigation the event for this pr# is no longer reportable. Summary of investigational findings: a patient received a zta-pt-42-38-225 on (B)(6) 2016 without difficulty. The procedural angiogram showed no indication of endoleaks or collapse of device, so the patient was discharged on (B)(6) 2016. The follow up CT showed no abnormalities until 3 years after procedure where a type ib (distal) and type ii endoleak was seen. No intervention was provided. Cook completed a review of the device history record for the final device, and there was no evidence of device produced outside of specification. CT images taken on (B)(6) 2019 (3 year follow up) were reviewed by an expert imaging reviewer. The imaging reviewer did not observe endoleaks. Per the imaging review, the distal zta graft does not appear to have any circumferential graft wall apposition. Despite this, there is no evidence of an endoleak around the distal graft. There is no endoleak identified in the taa sac. Based on the imaging review the complaint is not confirmed. Cook medical will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2016, the patient received one proximal component (zta-pt-42-38-225; lot # e3391796) without difficulty. The proximal zone of stent graft implantation was zone 4. No additional procedures were performed during the index procedure. On the procedural angiogram, there were no endoleaks, no evidence of false lumen perfusion, and no evidence of collapse of proximal component. The patient was discharged from the hospital on (B)(6) 2016. On 02/23/2016: the 30-day follow-up CT revealed no abnormalities. Aneurysm diameter was 67.0 mm. On 12/29/2016: the 12-month follow-up CT revealed no abnormalities. Aneurysm diameter was 60.0 mm. On 01/26/2018: the 2-year follow-up CT revealed no abnormalities. Aneurysm diameter was 63.0 mm. The 3-year follow-up CT scan was completed on 01/31/2019 (1107 days post-procedure). The CT revealed a maximum aneurysm diameter of 65 mm. It also revealed a new type ib (distal) endoleak along with the presence of a new type ii endoleak (location: ¿on prothesis couture¿). The site also noted the following, ¿vessel diameter increased due to type ii endoleak : loss of sealing¿. There was no evidence of migration or collapse of the proximal component. No intervention was provided (site queried to confirm). Patient outcome: the patient remains in the study.